Event description:
Boston scientific received information that the right ventricular (rv) lead implanted with this implantable cardioverter defibrillator (ICD) had exhibited increased pacing impedance measurements and recorded episodes resulting from the oversensing of noise on the ventricular channel since march 2014. The patient was monitored closely during this time. No adverse patient effects were reported. It was believed that the observations were related to an issue with the rv lead. At a later date, the ICD and the proximal portion of the rv lead were received at boston scientific's post market quality assurance laboratory. Inquiries were made to the field representative who then reported that this patient had passed away. There were no additional allegations against the functionality of the device or rv lead reported or that either product caused or contributed to the patient's death. Analysis of the rv lead is-1 terminal pin segment revealed that the setscrew marks were not in the proper location, indicating that it has been under-inserted into the device header. The under-insertion resulted in poor contact between the device and pace/sense portion of the defibrillation lead which would have contributed to the clinical observations of noise, oversensing and the increase in pacing impedance measurements.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Each port underwent visual scrutiny and the proximal coil, distal coil and right atrial leads had all been fully inserted; however, the seal ring marks in the right ventricular pace/sense port indicate that the is-1 portion of the rv lead was not fully inserted. This is consistent with what was found during analysis on the rv lead. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An additional insertion test using a new rv lead was then performed and there were no issues with fully inserting the is-1 portion into the port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device passed all testing and was found to have met specifications for normal device function. Laboratory analysis was able to confirm that the is-1 portion of the rv lead was not full inserted into the device port while it was implanted. This would have resulted in poor contact between the device and pace/sense portion of the defibrillation lead which would have contributed to the clinical observations of noise, oversensing, and the increase in pacing impedance measurements.

Manufacturer narrative:
(B)(4). The ICD is currently undergoing laboratory analysis. This report will be updated upon completion of analysis.

Event description:
--